Event description:
Pt had an aortic valve replacement due to aortic insufficiency. Tee showed sequential closing of the leaflets without evidence of perivalvular leak with a central jet of aortic insufficiency. It appears that the leaflets did not coapt; obvious prosthetic valve failure. Dates of use: 2008.